Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the top of the insulin pump's reservoir compartment was shattered. It looked like it was going to break. The customer stated that it was possible that the insulin pump was dangled or dropped. The customer's blood glucose was around 40 mg/dl or 300 mg/dl. She turned her insulin pump off and had a snack when her blood glucose was low. The customer also had issues with the sensor. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.